Event description:
The lead was implanted on (B)(6) 2006. It was reported the lead was oversensing as well as noise, insulation issue. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).